Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was above 500 mg/dl. Elevated bg was address by correction bolus. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.